Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was too deep for charging or it had tilted. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was too deep for charging or it had tilted. The patient will undergo a pocket revision procedure.